Event description:
Ever since my implantation I have had sharp, stabbing pains in my lower abdomen. I contacted the dr who said it shouldn't be from the procedure yet I still have this pain. Next week I go for my post op visit. I had the procedure done on (B)(6) 2015, I had no pain until first thing the next morning. The pain then proceeded to get progressively worse. To a point of not even the pain killers help to remove the pain. I also have, since the procedure, been having high running blood pressure. My blood pressure has always been good even the whole time I was pregnant it ran normal.